Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after a usual breakfast announcement while using the ilet, with glucose rising from 163 mg/dl pre-meal to a peak of approximately 270 mg/dl before trending downward; no ketones were checked, no third-party medical assistance was required, and no adverse events were reported. Symptoms included hyperglycemia. Outcomes included no injury, no required intervention, and no hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction reported by the user and blood glucose trending down with continued monitoring. It was concluded that the event involved transient hyperglycemia with an unclear cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.